Event description:
It was reported that guide wire fracture occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in a coronary artery. A 182cm choice¿ guide wire was used in the procedure however during removal of the device and outside the patient's body, it was noted that the wire was kinked and was fractured 40cm from the tip of the wire. There was no injury to the patient.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).